Event description:
Initial results for two patient bicarbonates were 42 and 46 mmoi/l. When retested, the results were 34 and 31 mmoi/l respectively. The incorrect results were not used to guide therapy. The field service representative attributed the issue to contamination of the regent and repaired the instrument by adjusting and cleaning the probe.